Event description:
During an atrial septal defect occlusion procedure, a 30mm gore device was implanted. Due to a residual shunt, the gso was removed and a 20mm amplatzer septal occluder (aso) was successfully implanted. A transesophageal echo (tee) showed the device was in a good position without residual shunting. The next day, the patient reported chest pain and nausea. Following a repeat tee, pericardial effusion was observed. The patient was referred for surgery at which time an alleged erosion of the right atrial roof and aortic wall was seen at the level of non-coronary cusp. The aso was removed, the defect was closed with a patch and the alleged erosions were sutured.

Manufacturer narrative:
Device analysis: the aso was returned to sjm and decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test loader, deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board who confirmed that erosion occurred.